Event description:
It was reported that, during the procedure, the lead exhibited placement difficult and dislodged multiple times. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.